Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4). Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case, the cause of the balloon burst cannot be confirmed, however, may be related to patient factors (moderate calcification). The cause of the withdrawal issues and subsequent cut down was related to the balloon burst.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported, during the deployment of the 26mm s3 valve in the aortic position via transfemoral approach, the balloon burst during fully inflation. A bav was not performed prior to inflation. The delivery system was prepped with nominal volume. The delivery system was unable to be retrieved out of the body due to the balloon bursting. A cut down was performed on the left common femoral artery to retrieve the 26mm commander delivery system from the body. The patient had moderate calcium in the annulus/leaflets. The device was discarded by the site. Per report, the annular calcification caused the balloon to burst. The patient is in stable condition.